Manufacturer narrative:
Zoll (B)(4) confirmed the "system error" 132 (internal watchdog timeout) error code. Zoll circulation has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.

Event description:
Complainant alleged that during a shift check, the autopulse® resuscitation system displayed a "system error" 132 (internal watchdog timeout) error code, therefore, the platform would not work. There was no report of any patient involvement. No further details were provided.